Event description:
Caller reported false negative troponin (tni) on wholeblood sample when testing with triage cardiac device versus positive results with another format. Caller also had discrepant results with 2 different meters. Lab result matches with the meter (B)(4), but not with the meter (B)(4).

Manufacturer narrative:
Investigation is pending.